Manufacturer narrative:
Lead was repositioned. It is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that reported an event with this right ventricular (rv) lead. Slack was gone the day after implant. This lead exhibited high pacing threshold and low r waves amplitude. A revision procedure was performed wherein physician successfully repositioned this lead. Evidence suggests that this event was attributed to patient¿s body habitus. Discussed about daily checks. No additional adverse patient effects were reported.